Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose (bg) level of 700 mg/dl range. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the pump shut off unexpectedly. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy.